Event description:
It was reported that the implant & screw at tooth site #19 fractured and was removed. (B)(6) 2024 pt to retrieve fractured implant screw found by dds. Reports tooth became loose late last week, was scheduled to come in for a check with dds and tooth fell off completely before her appointment. Dds noted restorative screw fractured and referred for retrieval. Exam: hypermobile implant restorative screw shaft. Pax demonstrates retained portion of abutment stem and screw shaft present. Suspicious vertical lucency near fixture crest. Discussed screw shaft removal and abutment stem removal, inspect implant. Consent, topical 1 /2 carp 2% lido w/epi excised gingival overgrowth, hemastate to reverse the screw shaft and retrieve, scaler to free and remove the abutment fragment. Visual inspection for crack under microscope with our endodontist (photo in chart), crack noted in fixture crest. Healing abutment placed advised patient on returning for implant removal and bone graft for implant replacement rtc for implant removal and bg with dds symptoms as a result of the event: discomfort.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k101880.

Manufacturer narrative:
Zimvie did not receive one (1) tsvtwb8, (imp,tsv,4.7,8,mtx,mg) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1221448. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1221448 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.